Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position using axillary approach via cut down, a 14fr esheath was inserted into the patient without any issue. While advancing the valve and delivery system through the esheath, there was resistance when the devices reached the ascending aorta. Due to the difficulty advancing the devices further, a decision was made to abort the procedure. After the esheath was withdrawn, damage to the axillary artery was observed. Ballooning and a stent graft placement were performed. At the time of the report the patient was stable. The minimum luminal diameter (mld) measured 3.7 mm and there was significant tortuosity at the proximal subclavian artery. Per the operator, the actual vessel had more severe tortuosity than the images of preoperative CT examination. It was too steep to access. In addition, the patients body position was different during CT examination as the patient had their hand up during CT.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional testing could be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The complaint is unable to be confirmed with no returned device or applicable procedural/device imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create suboptimal angles that can lead to nonaxial alignment in the advancement of the delivery system. Per the report, significant tortuosity was present at the proximal of the subclavian artery. Additionally, per the operator, the actual vessel had more severe tortuosity than the images of preoperative CT examination. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per the report, the minimum luminal diameter (mld) measured 3.7 mm, which is below the required mld of 5.5mm for 14f esheath. Steep insertion angle can result in noncoaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Per the report, the access vessel was too steep to access. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with the delivery system. There are several 100 percent in process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that is unlikely that a manufacturing nonconformance contributed to the complaint. Available information suggests that patient factors (tortuosity, small vessel size) and procedural factors (insertion angle) may have contributed to the reported resistance advancing the delivery system through the sheath. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The minimum required vessel diameter for a 14 fr sheath is 5.5mm. In this case, patient factors (vessel mld of 3.7 and tortuous) are likely contributing factors for the vascular injury. The complaint was unable to be confirmed. Available information suggests that patient factors (tortuosity, small vessel size) and procedural factors (insertion angle) may have contributed to the events. No manufacturing nonconformances were identified. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.